Event description:
Customer reported via phone call that the insulin pump has damage around the reservoir compartment. Customer stated that a large chunk of plastic has broken off and it also has chips around the battery compartment. Customer stated that damage to battery compartment was likely caused by tightening and loosening the battery cap. Blood glucose value was 5.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads and broken reservoir tube lip.